Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device and the reported condition that the device was inoperative was confirmed. An assessment was performed and it was determined that the device had a sticky trigger, and the oscillating saw head was cracked. It was determined that the assignable root cause of the sticky trigger could be traced to component failure due to normal wear. It was further determined that the cause of the cracked saw head was a design issue, and had been captured in a CAPA. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device had a cracked oscillating saw head, and the triggers of the device were not moving smoothly. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, and check for sticky trigger. It was noted in the service order that the device was inoperative. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.